Event description:
The customer reported the split septum is not sealing tightly around the catheter. Fluid leaked around the 18g blunt cannula during a normal saline push. There was no pt/staff harm and medical intervention was not reported. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with failure investigation results should the set be rec'd for eval.